Event description:
The physician successfully reached the lesion at the basilar artery (ba), and inflated the balloon catheter to the nominal range of 6 atm. The following angiographic run revealed an extravasation of the distal portion of ba and the procedure was aborted. It was reported: "physician believes the rupture could have been possibly due to a distal wire perforation". The patient was stable. No further information was provided.

Manufacturer narrative:
No allegation of device malfunction or non conformance. Device MFR date: unk. The device history record review confirmed that the device met all material, assembly and performance specifications. The product was not returned for analysis. Several follow attempts were made to gather additional information. However, no responses have been received. From the information provided, there is no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. The labeling contains language regarding the event: "adverse events may be associated with the use of intracranial angioplasty in stenotic lesions of the intracranial arteries:..vessel spasm, dissection, perforation, rupture or injury." From the information available a definitive cause for the patient vessel perforation can not be determined, therefore, the cause of undeterminable was assigned to this event.